Event description:
Patient was revised to address subluxation of the patella due to valgus malpositioning of the femoral component.

Manufacturer narrative:
The device associated with this report was not returned. Patient x-rays were not available for examination. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. No additional investigational inputs were available. The investigation could not draw any conclusions about the reported event with the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.